Manufacturer narrative:
A bci advisor vital signs monitor was received in good condition. An ECG test was performed and the reported issue could not be verified, ECG simulation passed. The ECG parameter box didn't get jammed during the testing process. However, during the test process notice that the ECG setting was set to 3 lead in the parameter options setting. This may have contribute to the customer's complaint due to customer was using a 5 lead cable. The ECG setting was set to 5 lead. Please refer to advisor® vital signs monitor model v9200 operation manual chapter 1: introduction, ECG caution. ECG setting was changed from 3 lead to 5 lead investigation determined the ECG lead processing was not properly set and the monitor was found to be operating within specification; therefore the reported problem could not be confirmed. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
Information was received that a smiths medical bci advisor vital signs monitor device do not work once in surgical suite, it was "jammed". No patient involvement effects were reported.